Event description:
Removal of malfunctioning pacemaker lead determined to be causing defibrillator shocks in light of normal sinus rhythm. For lead replacement and removal of pacemaker and aicd. Replaced with ICD with dual chamber pacing.